Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the lead. The physician decided to replace the lead with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet stuck in lead and could not remove. Visual inspection found the guidewire tip was bent inside the lead tip nose. Guidewire coating adhered on the conductor at distance 3cm . No conductor distort was observed. If information is provided in the future, a supplemental report will be issued.